Event description:
During the saphenous vein harvesting procedure, when the user was tightening the conical tip, it broke off of the cone tip rod. The tip broke off outside the patient's leg. A replacement unit was used to complet the procedure. The hospital did not report any patient complications.